Manufacturer narrative:
On october 31, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tall height te wsut tabs 350cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was observed at the junction between the shell and bladder at the eleven o'clock position. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation and with consideration of the process controls, the evaluation performed, and the data records reviewed, the tear mentioned cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On september 25, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast reconstruction with a 350cc mentor cpx 4 breast tissue expander with suture tabs on the right breast. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024.

Manufacturer narrative:
On january 10, 2025, mentor became aware that device that returned had a different lot number than what was initially reported. The lot number is 9858089. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On january 10, 2025, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce tall hgt te w/sut tab 350cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was observed at the junction between the shell and bladder at the eleven o'clock position. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation and with consideration of the process controls, the evaluation performed, and the data records reviewed, the tear mentioned cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.